Event description:
It was reported that during a da vinci-assisted thyroid resection surgical procedure, the tip of the harmonic ace insert broke off and fell inside the patient during firing. The fragment was retrieved through an assistant port during the same procedure. The customer used an endoscope and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace insert was reportedly inspected prior to use, and no issues were noted. The harmonic ace insert was in use for approximately 30 minutes and performed as intended up until the reported event. The harmonic ace insert was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace insert or cannula after the event occurred. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the customer used a laparoscopic instrument to remove the fragment from the patient 's body. It was confirmed there was no patient harm, injury or adverse outcome. Although requested, it was unknown if there were any instrument collisions. There is no video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.144 from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.